Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 2 patient samples tested for crep2 creatinine plus ver.2 (crep2). The erroneous results were reported to the physician of the patients. Patient 1 initial crep2 result was 133.1 umol/l. The sample was repeated twice with results of 83.1 umol/l and 85.6 umol/l. All results were from the same sample tube. On (B)(6) 2016, patient 2, initial crep2 result was 158.4 umol/l. The sample was repeated 3 times with results of 68.5 umol/l, 74.7 umol/l and 160.2 umol/l. All results were from the same sample tube. No adverse event occurred. The crep2 reagent lot number was 13888501 with an expiration date of 12/31/2016. The customer re-calibrated the reagent between patient sample 1 on (B)(6) 2016 and patient sample 2 on (B)(6) 2016. Calibration and quality controls (qc) were acceptable. Therefore, a general reagent and hardware issue have been excluded.

Manufacturer narrative:
The customer uses glass tubes that are re-washed and re-used for other patients. The investigation stated this is not recommended and is a potential source of contamination. The customer also uses a clotting time of 10-15 minutes which is quite short. This can lead to late clotting, which can generate fibrin strands potentially causing discrepant results.

Manufacturer narrative:
Additional information was requested for investigation but was not provided. Based on the information available, the discrepant results were most likely due to a pipette needle affected by reagent carry over for patient 1 and sample carryover for patient 2. Additional information could not be provided by the customer since they stopped using the instrument. The investigation also noted that the customer reuses glass sample tubes which is not good laboratory practice and is a source for contamination.